Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had motor error alarm. The customer blood glucose level was 150 mg/dl. The customer did not assisted with troubleshooting. Customer was trying to refill the reservoir and trying to prime the insulin pump and it shut off and said motor error. Customer was unable to check drive support cap as the insulin pump was not with them. The device will be returned for analysis.